Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device prompted a "unit failed" message while using these pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 primary UDI # updated. The electrode pads were returned to zoll medical pawtucket for evaluation. The customer's report was duplicated and attributed to defective pads. The pads were scrapped at zoll. The customer was issued a replacement set of electrode pads. Analysis of reports of this type has not identified an increase in trend.